Event description:
It was reported that the clamp on an administration set, with needle, would not close. It is unknown when the reported condition had occurred, however there is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.